Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose level was 128 mg/dl. During troubleshooting with tandem technical support, customer was unable to reset pump due to lack of power source. Multiple attempts were made by tandem technical support to confirm an alternative method of insulin therapy was obtained; however no response was received.